Event description:
It was reported that the insulin pump gave an alarm, followed by a blank display. Troubleshooting was performed, and after inserting a new battery, a black screen appeared. Had the caller insert another battery, but the black screen remained. The caller also reported discoloration on the battery cap contacts. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen, full segment display due to a faulty component on the interface board. No alarms or blank screen noted. No discoloration or corrosion was noted on the battery cap contact.